Event description:
Per clinical review: this complaint involved a tubing pack that had a one-way valve disconnect in the tubing line that acts as a purge line to the arterial line filter. This occurred during cardiopulmonary bypass (cpb). There was a blood leak and blood loss of approximately 200 milliliters (ml). The tubing was not changed out. The surgery was successfully completed. A picture of the valve disconnect was provided. The valve and line were not returned to the manufacturer for investigation.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the arterial line filtration (alf) purge line disconnected while on pump. The surgical procedure was completed successfully. There was a 200 milliliter (ml) blood loss. There was no delay nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported issue was confirmed. During further investigation, the photos provided confirmed the reported issue. It shows that the valve was found on line 9, specifically between the one-way valve, and the l6 and l7 tubing, failing the requirement of the specification that states, each side of the one-way valve should be solvent bonded at line 9. The root cause is a workmanship error in assembly at the time of executing the bonding connection where not enough solvent or no solvent was added to the tubing-valve interaction. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.